Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 3.1 was causing issues where multiple cubies affected. The customer reported that the nurse was unable to remove the medication for the patient, resulting in delay in dispensing the medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no failure noted. The field service engineer performed a full diagnostic using the storage space configuration tool and all drawers and pockets were confirmed to be functional, and no active failures were found at the time of inspection. The system functioned as intended after the field service engineer tested the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 3.1 was causing issues where multiple cubies affected. The customer reported that the nurse was unable to remove the medication for the patient, resulting in delay in dispensing the medication. There were no adverse events or injuries reported due to this event.